Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported by the biomed engineer that the automated impella controller screen froze on the "please wait" screen when attempting to change the cassette. The controller was sent in to field service for investigation and there was no patient harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. Console logs from the reported day of event are mostly consistent with complaint and show that on 2025-04-25 error messages ¿imc-ahp error: 0xff 0x8f 0xdc¿ were recorded in the log, indicating possible rfid issues, while purge cassette was presumably present. At the onset of purge-related error messages, purge motor shaft was no longer advancing the piston, purge pressure started decreasing and calculated purge flow started showing unrealistic values of 300-400ml/hr, as evidenced in real time (rt) log data. Six minutes later, a purge change wizard was launched via on-screen menu, however the purge would not start, and ¿complete the procedure¿ alarm (420, due to user interaction stopped) was presented and would not resolve. Eventually pump (B)(6) and purge cassette sn (B)(6) were transferred to a backup console (ic1141), where purge issues did not repeat. Console was tested, but the issue was not reproduced. Purge system was able to correctly detect a known-good purge cassette, and no rfid reading errors were observed. Purge motor would start without problems, and correct values of purge pressure were measured. Monitoring of rfid-pud serial communication did not reveal any anomalies. It is most likely that reported purge issue was caused by malfunction of the purge system (communication failure of either pud or rfid). Exact root cause was not identified due to inability to reproduce. (Aic) - display issue: there was no issue found during the case. The device functioned/operated to specification. Aic - purge issue - other: the cause of the aic issue was a defective purge assembly.